Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient had to charge the ipg more frequently than recommended. Surgical intervention may take place to address the issue.

Manufacturer narrative:
The reported observation of ipg battery rapid depleting was confirmed and duplicated. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity, and charging circuitry. All test steps passed. Electrical analysis determined the vmax and vanode voltages on integrated circuit (ic), eppic u6, were not within the expected range. The associated components in the circuitry measured within the expected range when compared to a known-good ipg. The root cause was due to a degradation within the eppic u6 ic resulting in excess current draw from the device battery which resulted more frequent charging. The DHR review found the material had been manufactured, tested, packaged, and sterilized according to the current manufacturing specifications and passed all manufacturing test, visual inspection, and sterilization requirements. There is no objective evidence of nonconforming process or material. No escalation is required. No rework or ncmr associated with this event. The additional engineering analysis found; based on analysis of the returned unit, the defect is an isolated occurrence with platform-specific underlying causes non-indicative of a systemic cross-product performance concern.

Manufacturer narrative:
The reported observation of ipg battery rapid depleting was confirmed and duplicated. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity, and charging circuitry. All test steps passed. Electrical analysis determined the vmax and vanode voltages on integrated circuit (ic), eppic u6, were not within the expected range. The associated components in the circuitry measured within the expected range when compared to a known-good ipg. The root cause was due to a degradation within the eppic u6 ic resulting in excess current draw from the device battery which resulted more frequent charging.

Event description:
Additional information received identified that patient underwent surgical intervention on (B)(6) 2025 wherein, the ipg was explanted and replaced to address the issue.